Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the physician couldn't retrieve the interventional wire out of the left ventricular lead. It appeared to be jammed. In the effort to pull the wire, the outer coating of the wire was stripped off leaving the inner part of the wire inside the lead. The lead was replaced and a new lead was used. The patient experienced no adverse effect from the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.